Manufacturer narrative:
Additional information received noted that loss of capture and increased pacing impedances which were out of range were revealed on this right atrial lead. A repositioning procedure took place and the same clinical observations were observed. When reprogramming the lead to a unipolar configuration normal capture was seen as well as pacing impedances within normal range. The right atrial lead remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this right atrial lead was repositioned due to an alleged lead failure. No adverse patient effects were reported following the procedure.